Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was returned for evaluation. Visual inspection did not show any physical damage. The device underwent acoustic testing and it passed.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient experienced a pericardial effusion which was confirmed by intracardiac echocardiography (ice). The patient's blood pressure was noticed to have dropped. The physician performed a pericardiocentesis and it was reported that approximately 900 ml of fluid were removed from the pericardial cavity. The patient was reported to be in stable condition. No additional information was provided.